Manufacturer narrative:
The device is discarded and not available for return device analysis. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide lists potential risks including, "cerebrospinal fluid (csf) leakage" and "weakness, clumsiness, numbness, abnormal sensations or pain". Per the event report, the patient reported right limb pain following the trial implant procedure. The prescribed medication, system programming and system explant did not resolve the reported limb pain. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During the trial implant procedure for the evoke spinal cord stimulation (scs) system, while placing the second lead, a dural puncture occurred. The procedure was completed with one (1) lead implanted. Following the procedure, the patient reported right limb pain which was not previously present. The physician discharged the patient with medications and advised that the patient should not turn therapy on in their system until the right limb pain was managed. One (1) day post-trial procedure, the patient¿s evoke system was programmed. Four (4) days post-trial procedure, the patient's evoke system was explanted. The previously reported right limb pain was present and not resolved with programming or system explant.